Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.

Event description:
The customer discovered they had received questionable high crep2 creatinine plus ver.2 results when a doctor called to question a high result that was reported outside the laboratory. The customer used cobas c501 serial number (B)(4). The customer reran approximately 20-30 samples from the same time period as the questioned sample on the same analyzer and another cobas c501 analyzer. The repeat results were much lower. Of the data provided for 45 patient samples, the results for 27 patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. Information was requested about the sample type for the data, but it was not provided. Some of the erroneous results were accompanied by a data flag. The repeat results were believed to be correct. The customer stated corrected results were sent for the results that needed corrected. Refer to the attachment to the medwatch for which results were corrected. One patient was admitted to the ER due to the erroneous creatinine result. A sample was redrawn and the result was 0.7 mg/dl. This patient was either # 8 or patient #13. Information concerning which patient this set of results corresponds to was requested, but was not provided. The customer stated there were at least two cancer patients that were called back into the doctor's office the next day to have the test redrawn. There was no adverse event. The customer stated they had a similar issue 4-5 months ago, but could not provide specific information. The customer stated the issue was not called to roche at that time and the issue corrected itself. The field service representative found there was a contaminated reagent pack. He replaced the reagent pack and checked the instrument for any abnormalities. The customer ran calibration, qc, and a comparison of values to a sister instrument.